Event description:
Procedure: resection of left upper lobe. According to the reporter: 25cm thoracotomy incision. Moderate adhesion found. Removal of the lymph nodes. Took 189 mins. Thirty ml bleeding. Surgery was done sep 17th. On 21st, drainage device removed. On 22nd, collapse of a lung occurred. On 23rd, drainage device reinserted. On 24th, adhesion treatment device inserted. On 26th, no leak confirmed. On 27th, drainage removed. On 29th, pt left the hospital.

Manufacturer narrative:
(B)(4).